Event description:
(B)(4). Incredible amount of weight gain even though my diet has not changed. A huge destined stomach that never goes away. More painful periods like I have never had before. The fatigue is off the charts and migraine headaches put me out of commission for several days.